Event description:
The customer reported that the battery latch on this unit failed to keep the battery latched in.

Manufacturer narrative:
The customer reported that the battery latch on this unit failed to keep the battery latched in. The unit was evaluated at philips, and the symptom was verified. Reseating the battery pca resolved the issue.